Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (20.0 mg/ml at 3.578 mg/day) via an implantable pump for post lumbar laminectomy syndrome and spinal pain indications. It was reported that during a pump replacement, the sutureless connector would not disconnect from the pump even after the rep walked the hcp through the steps to disconnect the catheter from the pump. There were no factors that may have led or contributed to the issue. The catheter was cut and a new catheter revision kit was opened to repair the catheter so it could be connected to the new pump. After the replacement, the rep tried to disconnect the catheter from the pump and it would not release. There were no issues for the patient. The issue was resolved at the time of report. The patient's weight was asked and will not be made available. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury. Additional information received reported that there was no known issue with the pump. The pump was replaced due to eri (elective replacement indicator) warning.

Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8596sc catheter was returned and analysis found damage to the connector that is consistent with difficulty detaching the catheter from the pump. Visual inspection of the catheter identified damage in the cup of the connector. The 8731 catheter was returned and a tear/hole that was caused by the metal connector pin breaching the catheter was found. Continuation of concomtiant medical devices: product ID 8731: serial/lot# (B)(4), product type catheter product ID: 8596sc, serial/lot# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-dec-2006, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-jul-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.